Event description:
It was reported following a percutaneous coronary intervention (pci) a 6f angio-seal vip was deployed on a heavily anti-coagulated pt. During the interventional sheath exchange with the angio-seal wire; the deployer did not apply the appropriate pressure and lost temporary control of groin site. After manual hemostasis was achieved the angio-seal device was deployed. A hematoma developed and the collagen ultimately was not properly deployed due to the developing hematoma. Compression was applied to achieve hemostasis. The pt became unstable within a few hours and underwent surgical intervention. The angio-seal collagen was found just below the skin and the artery was repaired accordingly.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the hematoma and subsequent surgery could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular accesss procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.